Event description:
It was reported that during a da vinci-assisted cholecystectomy, the surgeon was trying to place a hem-o-lock clip, but the clip would not close completely. Visual inspection of the instrument tip shows that the tip of the jaws is slightly bent and not in alignment with each other. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the 8mm, medium-large clip applier instrument was inspected prior to use. Both teleflex weck hem-o-lock clips and vesolock clips were used during the case. It was confirmed that medium/large size was used on the vessel. Additionally, the tissue bundle was not greater than the specified diameter suggested in on the instructions for use (IFU) for 10 mm for medium-large clip applier, 13mm for large clip applier. The clip applier was used once during the case when the incident occurred. The issue was resolved by using new of same device. There were no photos and/or videos of this event available for isi review. Patient demographic information was requested, but not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument inadequate clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm, medium-large clip applier instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grip tips to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Clip applier test was preformed, and the instrument failed this functional test. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding 8mm, medium-large clip applier instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.